Manufacturer narrative:
The device was evaluated by the quality engineering team. As received condition: received 1 sample(s), part number 8229307. There was evidence of biological contamination. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings). One of the electrode wires was protruding through the lumen under the cuff which would have resulted in the reported event. There was no clear evidence of improper manufacturing as it relates to the complaint therefore has been ruled out as a likely cause. Instructions for use state ¿there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation.¿ based on the above observations and the available information; the most likely underlying cause is consistent with user error. Actual device evaluated. (B)(4)

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Event description:
It was reported "the patient got the surgery on thyroid on (B)(6) 2015. During the surgery doctor found the cuff couldn't be inflated and leaking. To ensure the surgery smooth, doctor took out the emg tube, doctor found the mental thread exposure and broke the cuff. Doctor replaced a new one to complete the surgery. The patient's current status is normal." Additional information was received: "the lead time of the surgery had been extended 40 minutes than expected. The doctor doesn't think this event has bad impact on this patient." There was no report of patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.